Event description:
It was reported that the patient's device was in a power on reset (por) condition. The device was not near end of life. The reason for the por was unknown at the time of the report. No patient symptoms, treatment, or outcome was reported. Additional info has been requested, but was not available as of the date of this report.